Event description:
The customer called stating that the display on the insulin pump was blank. Troubleshooting was performed, but the display remained blank. The customer stated that the display had gone blank when she was eating a meal, and that she did not have a backup plan of manual injections with her. After the initial call the customer called back to state that the display was still blank and that she had been hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.